Manufacturer narrative:
The field service engineer replaced the reagent probe and confirmed the analyzer was working back within specifications. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the gear pump pressure and probe rinsing. Rinsing was adjusted for a reagent probe. The sample probe was cleaned and adjusted. Cell rinsing was checked.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with phos2 phosphate (inorganic) ver. 2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a phosphate value of 12.94 mg/dl and repeated as 3.07 mg/dl. The sample was repeated on a second c 501 analyzer, resulting as 3.03 mg/dl. The second sample initially resulted in a phosphate value of 14.06 mg/dl. The sample was repeated on a second c 501 analyzer, resulting as 3.76 mg/dl. The third sample initially resulted in a phosphate value of 16.90 mg/dl on (B)(6) 2021. The sample was repeated on a second c 501 analyzer, resulting in 4.08 mg/dl on (B)(6) 2021. The repeat value was believed to be clinically correct for the patient. The phosphate reagent lot number was 538664. The reagent expiration date was requested, but not provided.